Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing presyncopal spells that were happening every hour. Upon interrogation, the pulse generator exhibited oversensing. After approximately fifteen seconds the interference would stop. The device was reprogrammed and the patient appeared to be fine without further symptoms.